Event description:
Additional information received reported that the patient experienced a burning sensation and a shocking or jolting sensation, beginning several days after the replacement. Stimulation coverage was good and impedance measurements were normal post-operatively. It was reported that further impedance tests were within range and reprogramming was successful in capturing the correct areas for pain and the patient left satisfied.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, product typ extension product ID 7425, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2012, product typ implantable neurostimulator product ID 74001, lot# n251452, implanted: (B)(6) 2012, explanted: product typ adapter product ID 389233, lot# j0322274v, implanted: (B)(6) 2003, explanted: product typ lead product ID 37754, serial# (B)(4), product typ recharger product ID 37744, serial# (B)(4), product typ programmer. (B)(4).

Event description:
It was reported there was a stimulator replacement on (B)(6) 2012 as the previous stimulator had reached end of service. Following the replacement, there was an issue in regards to impedance: there was a reading >40000 ohms. Impedances were checked intra-op and were within normal range. Post-op impedances were >40,000. The lead configuration was changed from 0-3 to 8-11 and this resolved the issue. Impedance readings were in range of 671-676.